Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/18/2011. One actual sample was received for evaluation. The sample was submitted for visual examination and functional testing. After evaluating the results of these tests, the reported condition was confirmed. The root cause of this condition was attributed to variation in the molding process. The roller clamp mold failed resulted in gauge variation within the part that holds the roller. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a solution administration set that had a defective roller clamp. According to the report, despite the roller clamp being closed, it leaks and is not functional. The condition was identified during priming and there was no patient involvement. No additional information is available.